Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were in hospital with blood glucose of 500 mg/dl. Customer stated insulin pump had insulin flow blocked alarm. Customer was unable to do troubleshooting. The insulin pump will not be returned for analysis.